Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the root cause of the phenomenon could not be identified. According inspection results, damage of the video connector and corrosion in the charge coupled device (ccd) were confirmed. It is therefore possible that the reported phenomenon ¿b30 (scope communication error)¿ occurred because the video function did not work properly due to damage of the video connector and corrosion in the ccd. The reported phenomena might be prevented by following the descriptions in the instruction manual which states: ¿precautions against frozen or lost endoscopic images¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head had a b30 scope communication error. It was noted that the procedure was a therapeutic laparoscopy and it was completed with a similar device. There were no reports of patient harm associated with the event.